Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient's symptoms prior to implant was that they could not make it to the toilet day or night. Patient said after implant their days were better but they noticed all of a sudden, they could not make it to the toilet in the middle of the night. Patient said they've been trying their different programs and want to figure out what they are doing wrong. Patient said probably 2 months ago, they moved it to program 6 and that gave a pain on the right side they thought the "machine was misplaced" but then moved it off of program 6 and that pain went away. Patient said they recently tried program 7 and then moved it to 5 and they notice they usually feel the throbbing (understood as normal stimulation sensation) but still don't' make it to the bathroom at night. Reviewed interstim therapy optimization information and recommended keeping a symptom diary to track results. Offered and sent email with quick guide, symptom diary and interstim information. Redirected to their healthcare professional (hcp).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they were asked to clarify what they meant when they said they misplaced the device, they responded there was no issue, they didn't really know why they said that, but everything was fine, they had everything they needed. They reported the cause of the sudden inability to make it to the bathroom was in the middle of the night they couldn't' make it to the toilet. They urine just all of a sudden dropped. It was probably the extra water they took in. They tried not to drink water 3 hours prior to bed. They also changed the settings as they believed the settings were creating symptoms, they stated this resolved the issues. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.